Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, potential patient misuse which led to an early sensor expiration was found in connection with the reported allegation. No injury or medical intervention was reported.